Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the hospital on (B)(6) 2016 because his blood glucose level dropped to 52 mg/dl. The next day he experienced a high blood glucose level of 463 mg/dl. The customer treated his blood glucose with glucose tablets. The customer had passed out before they took him to the emergency room by the paramedics. The customer was not on the insulin pump at the time of hospitalization. The customer had disconnected from the insulin pump a few hours prior. The device was not returned.